Manufacturer narrative:
Concomitant medical products: 4058m52 lead, implanted: (B)(6) 1993. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the left ventricular (lv) and right ventricular (rv) leads were not capturing. Both leads were found to have dislodged via x-ray. The leads were repositioned and remain in use. No patient complications have been reported as a result of this event.